Manufacturer narrative:
During the visual inspection and functional tests, the complaint was not confirmed as no fault or alarm was shown and the cassette was recognized without problem when placed in the device and a test infusion was performed. A software update has been performed and the device has been calibrated to prevent future errors. Performance verification test was performed. All tests passed within specifications.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not recognize when a cassette is attached. No patient involvement was reported.